Event description:
It was reported by repair work order that the customer alleged that the cot does not lower manually. Upon inspection of the unit by the service technician, it was identified that the manual release functions of the unit were performing to specifications and the alleged event could not be duplicated. The customer alleged that at the time the cot did not lower manually, the battery had run out of power.